Event description:
Patient had a retained suture from a previous gastric bypass surgery and the plan was to remove it via a gastric scope. After the endoloop was inserted to cut the suture, it failed and would not open. A two channel scope was then passed, suture cut via the argon laser. Pt tolerated procedure, admitted for observation, no injury.====================== manufacturer response for endoloop, endoloop======================states it is not made to be used with braided suture.